Event description:
It was reported that the pt is no longer having any benefit from the implant. Vibrogram was performed without any positive results. The results of a CT scan showed that the floating mass transducer does not have good contact with the round window. According to info received on (B)(6) 2012, a surgery was carried out under general anaesthetic where the fmt was positioned on the oval window.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device analysis will be submitted as a follow up report.